Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-may-2018 with the following findings: a review of the black box showed multiple call service 078 motor alarms. During the first rewind attempt, the pump alarmed to a call service 078 alarm. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side and separately below the grip pad. The returned battery cap was undamaged and able to fit. Moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump cover was removed to find further moisture corrosion to the printed circuit board on the motor flex/connector.